Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose, diabetic ketoacidosis and kidney transplant on october 12. The customer¿s blood glucose level was 516 mg/dl at the time of hospitalization. The customer gave positive test for ketone. The customer found unconscious by his wife. The customer treated with insulin drip and shot in hospital. The drive support cap sticking out. Based on customer report customer does not allege pump was under delivering. Customer was unable to complete carelink upload. The customer declined troubleshooting for high blood glucose value. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08755 inches. No under delivery anomaly or over delivery anomaly noted. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. Device powered up properly after the test battery was installed. The test battery was removed and reinserted with no unexpected battery out limit alarm noted. Drive support disk was inspected and no anomaly was noted. Device had minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).